Manufacturer narrative:
(B)(4). The reported issue of damaged set was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample is not available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer reported to baxter an issue of damaged minicap transfer set. The customer stated that the twist clamp could not be screwed up. There was patient involvement. There was no patient injury or medical intervention was reported along with this complaint.